Manufacturer narrative:
The field service engineer (fse) noted the transducer nut was loose and the ultrasonics voltage was out of range low. The fse adjusted the ultrasonics voltage to meet specifications. The fse performed a successful wet/dry test, system check, and calibrations. The fse performed quality control (qc) and level 1 and 2 failed. The fse returned on (B)(4) 2013 and performed high sensitivity system check which failed the hsinc portion. The fse rebuilt the precision pump and wash pump but hs system check continued to fail. The fse replaced the wash carousel bearings, pinch rollers and mixer bearings and the vessel holders. The fse suspected splashing in the analytical unit and replaced the incubator belt and associated bearings. On (B)(4) 2013, the fse replaced the incubation track bearings, incubator belt and all vessel holders. The fse noted there was still evidence of splashing in the reaction vessels (rvs) after performing a failed hs system check. A senior fse was onsite (B)(4) 2013 and noted the wash tower alignment was misaligned significantly. The fse noted the probe was touching on the left side of the tower and not dropping far enough into the tower. The fse replaced the wash tower and corrected the alignments. The fse then obtained a passing hs system check, calibrations and qc. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a faulty wash tower is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported elevated initial troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for two patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. An initial result of 0.57 ng/ml was obtained for the first patient. The sample was automatically reflexed, due to the elevated critical value, and generated a higher result of 4.28 ng/ml. The second patient obtained an initial result of 0.89 ng/ml with a reflex result of 1.63 ng/ml. The customer stated no erroneous patient results were released to the physician. There was no patient consequence or change in patient treatment associated with this event. The patients¿ samples were collected in 13x10 mm plastic separation tubes (pst) (heparinized plasma with gel) and centrifuged at 3,500 rpm (rotations per minute) for ten minutes in a swing-bucket centrifuge, at room temperature. Quality control is performed once every 24 hours. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.